Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was above 44 mg/dl and treated with gatorade and peanut butter sandwich. Customer reported that over correction caused low. Customer reported that blood glucose was 120-380 mg/dl ate lunch and forgot to bolus. Customer treated with bolus for 10-15 minutes. Customer is having issues with is automode. The insulin pump will not be returned for analysis.